Event description:
It was reported that during the implant procedure, the patient had very tortuous superior vena cava (svc). The physician had difficulty getting access and went through several safe sheaths/dilators. The right ventricular (rv) lead was placed through a 9 french sheath successfully. A 7 french sheath was used to place the right atrial (ra). The lead was placed with adequate numbers and connected to the device. After a final check and fluoroscopy, it was observed that the atrial lead had dislodged. The physician made several attempts to reposition the lead but torque would not transfer to tortuous left svc. The physician decided to remove the ra lead and attach the rv lead to the device. The atrial port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).